Event description:
Pts were revised to address (B)(4) silicone implants that were cracked/broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.